Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with all button function properly however moisture damage was found on keypad traces. No button error alarm noted. The insulin pump was received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The customer's blood glucose reading was 13 mmol/l. Mother stated there was no moisture damage and no button pressed more than three minutes. The insulin pump will be returned for analysis.